Event description:
While attempting cardioversion on a pt the device displayed an "error 53" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.